Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with shortness of breath and tenderness around the recent implantable cardioverter defibrillator implant area. An interrogation revealed the device was far-field r-wave over-sensing and causing inappropriate automatic mode switch episodes and atrial tachycardia events. No programming changes were made and patient will continue to be monitored. Patient was stable after the event.

Event description:
New information received noted that the implantable cardioverter defibrillator was reprogrammed accordingly. Patient had no consequences as a result of the event.